Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is likely attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found from the same customer. Corrective actions are in process.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor reported that part of the device configuration was incorrect, resulting in incomplete sterilization. This defect was found during the distributor's initial inspection of received products. The device was not sent to a user facility.